Event description:
It was reported that two shocks were delivered during an induction. T-shock induction was initiated, and vf was induced. Then the programmer gave a prompt to confirm they had the right patient. When the confirmation was accepted (while the patient was in vf), another t-shock sequence was initiated. The device detected and delivered appropriately. The saved event only shows the second t-shock sequence. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without the device serial number, the manufacturing date cannot be determined.